Event description:
The customer obtained non-reproducible vitros amon quality control results on a vitros 5600 integrated system. A vitros amon result of 136.3 ¿mol/l was obtained from the vitros lpv ii quality control fluid versus the expected value of 172.8 ¿mol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible vitros amon quality control results were obtained on a vitros 5600 integrated system. Results of precision testing demonstrated that the vitros 5600 integrated system was performing as expected at the time of the event. The investigation determined that the issue was isolated to the vitros amon reagent lot in use. Acceptable vitros amon performance was achieved using an alternate reagent lot without any changes being made to the vitros 5600 integrated system. The root cause of this event is most likely reagent related.